Event description:
Patient disassembled the power wheelchair for portability. The patient did not cover the battery connection block with the protective safety cover attached to the power wheelchair. This action left the battery connector points exposed. When the patient went to lift the scooter, their metal watch band shorted across the two battery connector points. The result was a burn to the patients wrist. The patent received non-hospitalization medical attention.